Event description:
The core universal driver was returned for service. Upon evaluation at the MFR, the device ran without user activation when the cable was flexed. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, damaged bearings were discovered.